Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was running to 400 mg/dl. The customer¿s current blood glucose was 200 mg/dl. Customer also state that since then customer¿s blood glucose had average from 300 mg/dl to 531 mg/dl. Customer treated with insulin pump. Customer states they took the pump off and decided to do shots to treat. Customer report customer does not allege pump was under delivering. Customer did not use the auto mode. Customer declined to check for the presence of leaks or air bubbles in the tubing. Advice the pump will need to be replaced. Advice to revert to back up plan per health care professional instructions. The product will be returned for analysis.